Manufacturer narrative:
The location of the explanted ra lead is not known at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted from the patient due to an unknown product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted deformed conductor coils along with puncture holes in the insulation in several places which were thought to be induced during the procedure. The lead passed a continuity test which confirmed it was electrically continuous.